Event description:
Note: the date of event is unk. It was reported to boston scientific corp on (6)(6) 2009, that a radial jaw 3 single-use biopsy forceps was to be used during a procedure. According to the complainant, during unpacking, when the cap was removed, the distal part of the device was found to be bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been returned for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed. (6)(4).